Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay0029 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Facility reported to the sales rep that the device was placed and the needle was "safetied". The healthcare professional (hcp) stated the guidewire was not visible, concerned that the guidewire broke off in the patient. Patient was taken to interventional radiology and was unable to locate the wire. No patient injury was reported.